Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the spaceoar prior to the placement procedure, significant bleeding was noted, therefore the procedure aborted. The patient sedation was unknown. The account did not provide further details regarding the reason of the bleeding nor the patient condition. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that during the spaceoar prior to the placement procedure, significant bleeding was noted, therefore the procedure aborted. The patient sedation was unknown. The account did not provide further details regarding the reason of the bleeding nor the patient condition.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Device history record (DHR) review was conducted and no deviations that could have contributed to the reported event were found. Labeling review confirmed the instructions for use. (IFU) includes appropriate instructions for use. A risk review was completed and confirmed that the event of "hemorrhage" was defined in the risk documentation. Codes "minor injury/ illness / impairment", "cancelled/rescheduled - post sedation/sedation unknown" and "prolonged surgery" are subsequent events of the primary anticipated event. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, this investigation is assigned the most probable cause classification of "known inherent risk of device" which indicates that the reported adverse event is known and documented in the labeling.correctionsblock b1 and b2, have been corrected with from product problem to adverse event.block d6, has been corrected with the information of the implanted date.block h1 has been corrected with the correct type of eventblock h11 has been corrected. Imdrf code capturing the reportable event, was corrected.block b5 has been corrected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.block h6:imdrf patient code e0506 captures the reportable event of bleeding.

Event description:
It was reported that during the spaceoar prior to the placement procedure, significant bleeding was noted, therefore the procedure aborted. The patient sedation was unknown. The account did not provide further details regarding the reason of the bleeding nor the patient condition.

Manufacturer narrative:
Corrections block b1 and b2, have been corrected with from product problem to adverse event. Block d6, has been corrected with the information of the implanted date. Block h1 has been corrected with the correct type of event block h11 has been corrected. Imdrf code capturing the reportable event, was corrected. Block b5 has been corrected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0506 captures the reportable event of bleeding.